Manufacturer narrative:
The field service engineer determined that the sample probe bevel was flattened, so the vacuum line was not evacuating material from the vessel. The sample probe was replaced and adjusted. The vacuum supply valve and waste system were flushed. Ise checks, calibration, and controls were run. The complained patient samples were repeated and the recovery was good. The investigation determined that the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received questionable results for three patient samples tested with ise indirect na, cl for gen.2 on a cobas 8000 ise module. Of the three samples, two had discrepant results for na. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 119 mmol/l, repeating as 126 mmol/l. The second sample initially resulted with an na value of 130 mmol/l, repeating as 136 mmol/l. The patients were not adversely affected. The na electrode lot number was r6887.